Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was an informational power on reset (por) readout. The patient reported that he went to charge and got the readout that said por. The patient was assisted in clearing the por. The patient reported that he had never used his patient programmer (pp) before and was using the original batteries and didn¿t have any to replace them with at the time of the call. The patient reported that the screen was dark and blank on the pp. The patient was successful in clearing the por with the recharger and reported successfully charging at the end of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.